Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was confirmed during inspection. According to received service report, a new humidifier holder fisher & paykel for the servo-u ventilator will be sent directly to the department. The original mechanically damaged holder cannot be repaired due to the lack of the spare parts. The provided photo confirmed that arm of humidifier holder was broken. The humidifier holder is intended for an active humidifier with or without a water bag, and the humidifier holder is specified and verified for a total load of 120 n (12 kg). The servo-u user¿s manual states a maximum load of 5 kg. As an example, an active humidifier fisher&paykel mr850 filled with water weights 3.1 kg according to its user¿s manual. To break the holder arm, extensive force outside intended use is needed. Tests have showed that the product may withstand up to 400 n (40 kg) load downwards before deformation of the plate fastening screws occur. The consequence of this kind of mechanical damage is that the humidifier gets detached and, in a worst case scenario, falls off the ventilator carrier. The most probable cause of the issue has been traced to user not following the instructions.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's humidifier holder was damaged. There was no patient harm. Manufacturer's ref. #: (B)(4).